Manufacturer narrative:
Date of occurrence: the customer stated that the reported problem occurred either on (B)(6) 2016; however, the customer was unsure which date the reported problem occurred. (B)(4). The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included leak test, pressure test, and clear passage testing. All functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set could not be primed with antibiotic, azithromycin. This occurred prior to patient use. There was no patient involvement. No additional information is available.